Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was returned for evaluation. Based on the information available, the reported issued was confirmed for detachment and retraction issue. A definitive root cause could not be determined. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va8084 pta balloon dilatation catheter allegedly experienced detachment of the device or a device component. This information was received from one source. The malfunction involved one patient with no patient consequences. The patient was reportedly a 70 year old female weighing 204lbs.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation identified detached material (2907). Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va8084 pta balloon dilatation catheter allegedly experienced detachment of the device or a device component. This information was received from one source. The malfunction involved one patient with no patient consequences. The patient was reportedly a (B)(6) year old female weighing (B)(6) lbs.